Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
Treatment sheets were received from the cycler, and an overfill was noted. The patients' peritoneal dialysis nurse reported that there was no patient injury. See scanned table. The reported drain volume of 4969 ml was 199% over the expected drain volume resulting in a reportable device malfunction.